Manufacturer narrative:
(B)(4).

Event description:
It was reported the customer noticed a "burr" or mushrooming where the tip of the sheath meets the dilator. It was discovered as the user started to insert the sheath over the guidewire. It was reported "the "burr" or mushroom was felt when the customer choked up/held the sheath where it met the dilator, to put it over the wire, prior to entering the skin.". No patient harm reported. The patient's condition is reported as fine. It was reported the customer opened a second set and noticed the same thing prior to using, so a third set was opened and procedure completed without incident.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the customer noticed a "burr" or mushrooming where the tip of the sheath meets the dilator. It was discovered as the user started to insert the sheath over the guidewire. It was reported "the "burr" or mushroom was felt when the customer choked up/held the sheath where it met the dilator, to put it over the wire, prior to entering the skin.". No patient harm reported. The patient's condition is reported as fine. It was reported the customer opened a second set and noticed the same thing prior to using, so a third set was opened and procedure completed without incident.